Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl. Customer consumed carbohydrates to address the issue and went to the emergency room. Customer was treated with intravenous fluids of saline and "sugar", resolving the issue with no permanent damage. The customer reported that the "basal rates are giving [them] lows in the middle of the night"; however, multiple attempts were made by tandem¿s technical support to obtain additional information and troubleshoot however the customer did not respond and the alleged root cause could not be confirmed; duration of stay was not provided. The customer continued to use the pump for insulin therapy.